Event description:
Patient with 35% total body surface burns on chest was undergoing line changes every three days. As the resident started to place the wire, it fractured and started to unravel underneath the patient's clavicle. The incision had to be extended in order to remove the wire. Other than the cut down, the patient had no other sequela from this incident.======================manufacturer response for cvc kit, pressure injectable multi-lumen cvc kit (per site reporter)======================lot pulled from central distribution and units. According to an email received from the firm: "we went to the sicu and burn unit to look for the lot number in question. No kits on either unit were found. We were able to find one case in cd. Arrow has issued a credit for return. We will send the uf another case to replace the lot number in question. Uf uses (B)(4) triple lumen kits. Uf has reported having 4 spring wire-guides (swg) unravel within the last month. This is a less then 1% occurrence throughout the year. Based on that information, it was most likely a bad lot of kits. The numbers also show that it is not a technique issue.if there are any other swg issues, please have the units keep the product as well as lid-stock."